Event description:
A patient called lifecor customer support to report that when she puts one of her battery packs into the charger the green battery light is lit, as well as the charger fault light, which is blinking red. It only happens with the one battery pack. She has inserted the battery pack into the charger several times and still gets the same lights. A review of the patient's download data shows battery pack faults for his battery. The suspect battery pack was replaced.